Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7084823.

Event description:
It was reported that the patient was administered antibiotics and underwent an explant of their implantable pulse generator (ipg) and lead extension due to an infection at the ipg site. The lead and burr hole was left implanted in the patient. The patient was asymptomatic. The physician does not suspect that the device or procedure caused the infection, and nothing happened during the implant procedure that may have caused or contributed to the infection. The explanted devices will be not be returned as they will be kept by the hospital. The patient has been released from the hospital.